Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer stated they were unable to change cartridge as they are not at home, and customer was advised to resume insulin and change supplies when possible.